Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of detachment of the luer adapter was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample. The luer adapter was detached from the extension tubing. Microscopic inspection of the sample revealed adhesive residue at the distal end of the luer adapter, including the formation of an adhesive filet. No residue was observed on the extension tubing. Tactile inspection of the sample was unremarkable. No tensile weakness was observed. The lack of tensile weakness and minimal adhesive residue suggested that the observed luer detachment was caused by insufficient bond formation during device manufacture. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the hub detached from the needle. No other information was provided.